Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the failure of the dr board. The op-amp circuit of the dr board has been performed as the design change, but the subject device has been manufactured before that measures.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the check before the procedure, it was found that the endoscopic image of the subject device was not displayed when an evis 180 series videoscope was connected to the subject device, and also found that the image displayed when an evis 190 series videoscope was connected to the subject device. There was no report of patient injury associated with this event. The service department of olympus (B)(4) (oekg) checked the subject device and it was found that the reported phenomenon was duplicated due to the failure of printed circuit board. After that, oekg replaced the printed circuit board and confirmed that the endoscopic image could be displayed when either evis 180 series videoscope or evis 190 series videoscope was connected